Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported ER visit and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported the patient was taken to the emergency room (ER) by ambulance due to hypoglycemia. The patient's blood glucose (bg) levels dropped to less than 70 mg/dl while wearing the pod on the arm. The patient felt dizzy, passed out and had a seizure the school nurse was able to revive the patient by giving baqsimi via nasal route; once coherent the school nurse gave as fruit snacks and juice. Once at the hospital the patient was placed on intravenous therapy of fluids, doctors performed an EKG and monitored bg levels. The customer was released the same day.